Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger was not powering on. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger will not power on) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective connector on the power supply brick that plugs into the charger. The root cause of the defective connector cannot be positively determined. No adverse event resulted from the damaged connector. The pt was provided with a replacement charger.